Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. Based on the investigation's results, the following likely led to the malfunction: light guide bundle failure. The cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during preparation of a therapeutic laparoscopic surgery the video scope had insufficient image brightness. The procedure was completed using a different device. No complaints of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during preparation of a therapeutic laparoscopic surgery the video scope had insufficient image brightness. The procedure was completed using a different device. No complaints of patient harm.